Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer further reported that there were no error messages. The procedure was not prolonged or cancelled, no impact was made on the patient. A new camera was brought in before the case was started. No other problems were reported and no intervention was needed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a laparoscopic procedure, the 4k autoclavable camera head had no image. A similar device was used to complete the operation and there was no report of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.